Event description:
Reference number (B)(4). Event occurred in the portugal. On (B)(6) 2024, it was reported that the patient was hospitalized due to high bg. Bg value when admitted to hospital was 480 mg/dl patient received IV insulin as a corrective treatment. The patient was also tested positive for ketones with values 6.2 no further information available.